Event description:
An synsiro drug-eluting stent system was chosen for treatment of a calcified predilated lesion. During inflation the delivery balloon of the synsiro stent system did not open completely due to the calcified lesion. Thus it could only be removed with difficulties.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned product revealed that the balloon has been inflated and was deflated in the as-returned condition. Functional testing revealed a fracture of the guidewire lumen close to the guidewire exit port. The dimensions of the shaft do not comply anymore with the specification which indicates application of a high tensile force, most likely during removal of the device as described by the physician. Review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Taking into account the physicians lesion and event description, the root cause for the difficulties in withdrawal of the device is most likely related to the patients anatomy. The guidewire lumen most likely fractured during the attempt to forcefully remove the device from the patients body.